Manufacturer narrative:
Initial.

Event description:
It was reported that a user expressed concern that the ilet meal announcement recommended dose of 20 units was too high and that he routinely delivered less than the recommended dose, particularly at breakfast and sometimes at dinner; the agent provided education to use the meal algorithms for each meal and to align with usual meal sizes, and the user synchronized data in the mobile app for review and additional training. Symptoms included none reported, with the user denying low blood glucose. Outcomes included no alerts, no alarms, and no medical intervention or hospitalization. Investigation included remote data synchronization and review with assignment for additional training. Investigation of this case revealed user dosing outside of the recommended meal announcement guidance, with no device malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was user technique and use error related to meal dosing decisions.